Event description:
Pump declared a cartridge change error. Customer's blood glucose level was reported at 9.0 mmol/l, indicating no adverse impact. Technical support instructed customer to inspect and clean pump components but was unable to load the cartridge properly; therefore, technical support approved pump replacement and informed customer about the need for a replacement pump to maintain insulin delivery.